Event description:
It was reported that there was a substantial drop in lead impedance, so the lead was replaced. When the new lead was attached to the device, oversensing/noise on the ventricular pace/sense channel occurred. Attempts were made to disconnect and reconnect the lead, but it could not be resolved. Therefore, the device was also replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. No anomalies found; full lead returned and analyzed. It was reported that there was a substantial drop in lead impedance, so the lead was replaced. When the new lead was attached to the device, oversensing/noise on the ventricular pace/sense channel occurred. Attempts were made to disconnect and reconnect the lead, but it could not be resolved. Therefore, the device was also replaced. No patient complications were reported as a result of this event actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated oversensing noise.